Event description:
The company received a report where it was claimed that the unit did not provide an audio tone. The caller confirmed no patient involvement.

Manufacturer narrative:
The unit was returned to service site and unit reported alarm intermittently working installed new speaker and fault still presented. The fault was isolated to the main pcb. Information added to the database for trending purposes.